Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 when the patient was transferred from the intensive care unit to the radiology department for a CT (computed tomography) scan. At the time of transfer, he was treated with high flow oxygen, setting 100% oxygen and flow rate 60 l/min with the bellavista 1000. On transferring the patient, the medical staff noticed that the set flow rate could not be achieved. Due to inadequate oxygenation and respiratory distress, the patient had to be intubated and mechanically ventilated.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to verify the customer complaint. However, log file analysis tool was utilized. Log file analysis reveals no hardware failure. The installed software version is 6.0.21000.0. The set fio2 was properly delivered during the date of incident, and no oxygen dosing related alarms were active. The fio2 calc value based on the flow feedback calculation was always close to the setting. Details later provided by the customer shows that the o2 sensor was manufactured on 28-sep-2020. Alarm 221 (oxygen sensor requires calibration) started to show up from next startup at 20-jan-2024, and alarm 222 (oxygen sensor depleted) are visible from 25-jan-2024. In summary, the suspect device functioned as designed. Delivered oxygen is same as the set oxygen %. Depleted/o2 sensor calibration has no impact on the fio2 delivery to the patient (o2 sensor is for monitoring only). Oxygen sensor installed was not calibrated (two-point calibration). O2 sensor related alarms were due to end of life of the sensor. Above findings were made from the log files downloaded on 20-feb-2024.